Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for use to treat stenosis for peripheral arterial occlusive disease from the superficial femoral artery to the popliteal artery. The lesion was characterized as 85% stenosis with moderate calcification. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching the nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a ranger paclitaxel-coated pta balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 82mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the material rupture reported from the field.

Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for use to treat stenosis for peripheral arterial occlusive disease from the superficial femoral artery to the popliteal artery. The lesion was characterized as 85% stenosis with moderate calcification. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching the nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.